Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 26.0, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 365 mg/dl while wearing the pods. The patient reported the pod was not receiving accurate values. It was reported that the dexcom cgm showed a value of blood glucose value of 46 mg/dl but a glucometer reading confirmed 365 mg/dl. Symptoms reported include hyperglycemia, dehydration and nausea. The patient was treated with fluids. The patient was released the same day.